Manufacturer narrative:
(B)(4). Unit alarmed insulin pump error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to insulin pump error alarms. Unit had broken battery cap, broken battery tube threads.

Event description:
Information received by medtronic indicated that the customer was unable to open the battery compartment. Customer reported damaged to the battery cap and battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.